Manufacturer narrative:
Investigation was completed on (B)(6) 2021. An analysis was performed on the picture that was provided by the customer. According to the picture, it is showing what it seems as a spline, isolated with an unknown sheath. The photo is not very clear, so it does not provide sufficient information related to the reported event. Therefore, no result can be obtained from it. The customer complaint cannot be confirmed based on the picture received. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal side of the spline was found detached and internal components were exposed in the tip area on the pentaray nav high-density mapping eco catheter. All units are inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause of spline detached could be related to handling of the device; however, this cannot be conclusively determined. Since the spline of the catheter is detached, the carto test is unable to be performed. The instructions for use contain the following recommendations. This catheter is recommended for use with an 8 f guiding sheath as the distal splines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the biosense webster, inc. Product analysis lab observed a spline detached. Initially, during the procedure, one branch of the product was stuck inside the hole of the swartz¿ of abbott; 63cm,8.5f sheath. The physician removed the catheter and sheath outside of the patient¿s body immediately. They changed to another catheter device and sheath to complete the surgery. The physician felt resistance while introducing or retracting the catheter from the sheath. The insertion tool was used during the procedure. The procedure was completed successfully. There was no patient consequence reported. The event was assessed as a not reportable impeded device issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 it was observed that the distal side of the spline was detached and internal components were exposed in the tip area. The returned condition of the spline detached was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.